Event description:
Reporter alleged obtaining a result of 12 mg/dl on a patient using the inform system and the patient was given 2 ampules of d50. Reporter alleged within 10 minutes of the 12 mg/dl result on the inform, a result of 27 mg/dl was obtained on the lab. Reporter stated that within another 10 minutes of the lad result, discrepant blood glucose result of 420 mg/dl and 452 mg/dl were obtained on the inform system. Reporter stated that the patient was then given 7 units of novolog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she is unable to return the strips, and so no product will be returned for evaluation.